Event description:
Reporter indicated a dell handheld vns computer's screen was intermittently freezing after interrogation. The dell handheld computer and flashcard are currently in product analysis.